Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion when advancing on power, and over-insertion of the implant.

Event description:
On 9/29/2025, a facility notification was received via email regarding the pmcf study. The facility representative reported that the healthcare professional indicated implant fixation using a snap-off compression ft pin and a compression ft pin was unsuccessful due to detachment of the screw from either bone or soft tissue. The patient subsequently underwent revision surgery. Dates for either procedure were not provided, and no further information was available.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.